Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the universal battery charger device would not "hold power to the drill." The user tried multiple batteries which produced the same result. There was no delay to the scheduled surgical procedure as an identical spare device was available for use. There were no injuries reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment confirmed the battery contacts were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.